Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that there were no issues with the device and confirmed with the customer that the issue was already resolved, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system, all patients were not crossing the stations. However, there was no delay and adverse events or injuries reported based on this event.